Event description:
The healthcare professional reported that during the embolization procedure targeting an arterial feeding of an arteriovenous malformation (avm) with noted mild tortuosity in the right external carotid artery (eca), a 3mm x 8cm cerepak freeform xsft (xcr120308 / 31406457) was used through the headway® 17 microcatheter (terumo neuro) with continuous flush maintained. The detachment handle (mdh1 / lot# unknown) was used for the first two detachment attempts. After the failed detachment attempts, the manual break method was used unsuccessfully. The coil was removed, and another coil of the same size was used with success. There was no negative patient impact and no delay in the procedure as a result of the reported issue. The arterial feeder to the avm was successfully embolized with three more cerepak coils. On 12-dec-2024, additional information was received. Per the information, the lot number of the detachment handle is unknown. When the 3mm x 8cm cerepak freeform xsft was removed from the patient, it was still attached to the delivery system, and it was not stretched. There was no evidence of blood flow interruption as a result of the reported issue. The replacement was another cerepak coil, and it was detached via the same detachment handle.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The full UDI is not available without the manufacture date. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.